Manufacturer narrative:
Pelton and crane received this complaint through an insurance company and is currently trying to schedule an evaluation of the chair. However an agreed upon time with the plaintiffs as well as the dentists attorneys has yet to be finalized.

Event description:
A dentist was performing routine dental treatment to the patient when the dentist left the room for an estimated 20 seconds when the dentist heard a scream coming from the dental operatory. When the dentist entered the room the dentist saw the patient had severed their left pinky finger from the last joint on the end of her finger. It was reported the severed tip of the patients finger was hanging on the rotational arm rest.